Event description:
Boston scientific received information that this pacemaker device was checked a few months ago and device battery was estimated to last for one year with magnet rate at 100; however, this device reached end of life (eol) after approximately three months. The patient was checked at the clinic and it was confirmed the device was already at eol. The field representative indicated the right ventricular automatic capture (rvac) was programmed on. This pacemaker device was explanted and it is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Return requests had been sent for the return of the device. This investigation will be updated should further information be provided.